Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stick holding brushhead seems to have worn away - oral-b power toothbrush and brushhead [device physical property issue] the toothbrushes fall off / brush head keeps coming off the handle [device breakage] no adverse event [no adverse event] case description: a wife reported via e-mail on (B)(6) 2017 that the oral-b brushhead, version unknown kept coming off the oral-b power rechargeable toothbrush handle pro crossaction used by her husband of unspecified age. No symptoms developed.